Event description:
The dr was "buzzing" a hemostat and got a burn on their index finger and palm of their hand next to their thumb. The valleylab pencil, e7515-6ext, was not saved. The esu was an excalibur plus pc.